Manufacturer narrative:
(B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-dec-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a field service engineer (fse) communicated with the customer regarding the reported issue and clarified that no recent work had been performed on anesthesia stations at the site, apart from prior discussion about converting a triple wide mini drawer to three single wide mini drawers, which had not yet been implemented. The customer identified that no medications were pending to the drawer, which prevented it from opening. The fse advised cancellation of the work order, and it was confirmed that medications would be assigned to the drawer and functionality would be tested once the station became available.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es drawer would not open. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.